Event description:
The pin sheared off and the nut fell off so no longer can attach footrest to wheelchair.

Manufacturer narrative:
Inspect all inventory products, found and isolated defective product. Responsible person: (B)(4), date: 02/29/2015. Inform sub-supplier, material should be meeting the requirement. Responsible person: (B)(4), date: 02/29/2015. Request fqc pay special attention to the pin and nut on the wheelchair. Responsible person: (B)(4), date: 2/29/215.